Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed however, water tightness was lost due to a crack on the switch box. During the evaluation, it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive of the bending section cover had a chip and a white-clouded area due to chemical or physical stress. It was also observed that the scope connector was dirty due to water leakage caused by water invasion in the device. It was observed that the adhesive around the objective lens and on the light guide lens had a white-clouded area due to chemical or physical stress. Additionally, the light guide lens had a crack due to a handling issue. It was also observed that the plastic distal end cover and the connecting tube had a dent due to handling. It was observed that the grip was shaved due too handling. It was also observed that the universal cord had a wrinkle due to deterioration or bending at a sharp angle. Lastly, a scratch was observed on the connecting tube, switch 1 and on the protector of universal cord on the scope connector side due to physical stress caused by handling. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer flushes the air/water nozzle with the detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope has air/water leakage from the switch key tops. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material could not be determined. The identity of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿<inspection of the endoscope> 8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. < inspection of the objective lens cleaning function> *when use the air / water valve 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.